Event description:
A customer reported an event of an odor/smell emitting from the sterrad nx sterilizer. One healthcare worker (hcw) experience a reaction of headache. The hcw did not seek or receive any medical attention/treatment and is reported to be "fine." An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2013.

Manufacturer narrative:
A field service engineer was dispatched to customer site. Odor/smell was confirmed. The vacuum pump and oil mist filter were replaced. Unit meets specifications and was returned to service on (B)(6) 2013.

Manufacturer narrative:
List correction/removal reporting number: corrected reporting number from 208472511/22/201312c to z-0744-0746-2014. Conclusion: based on CAPA investigation and astm testing, oil degradation can cause odor/smells for sterrad systems. Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), and system hazard and user misuse analysis (shuma), and corrective and preventative action (CAPA). ¿ the DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. ¿ the service history for this unit for the past six months (06/23/2013 through 12/20/2013) did not observe any significant trend. ¿ the trend for the product malfunction code of odor/smells was completed from february 2013 through january 2014 and revealed a significant trend which is addressed in CAPA. ¿ the trending for problem code human reaction (february 2013 through january 2014) revealed the highest risk is considered broadly acceptable. ¿ the fmea revealed the risk priority number (rpn) scores are below 100 and is considered acceptable. ¿ the shuma indicates the risk is broadly acceptable for moderate level injury and as low as reasonably practicable for mild (limited) exposure to odor or odorants. ¿ CAPA investigation as well as the astm testing performed indicated oil degradation can cause odor/smells for sterrad® systems. ¿ the vacuum pump was returned and tested. The vacuum pump was not able to pass a pump down test and had grime around the outtake. The reason for return of the vacuum pump was confirmed. ¿ the oil mist filter was not returned. The reported issue was resolved at the customer facility. The issue will be tracked and trended. No further investigation is necessary at this time.